Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024, which is off-label usage of the device. On (B)(6)2024, it was reported that the patient experienced diaphoresis and syncope. The cgm reading was not checked and the blood glucose was not checked. When he woke, emergency medical services were present. The cgm reading was 160 mg/dl and the bg was 24 mg/dl. The patient was treated with carbohydrates and recovered after treatment. The patient was okay during the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)